Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they are getting error codes on the controller and their manufacturer representative (rep) told them to call patient services (ps). Pt reported seeing "settings not available" message since a few months ago on all the groups, pt stated they were told by the rep that the "nodes" keep going out. Pt was not sure what this meant. Pt stated that last week the rep programmed their device and pt was feeling stim in both legs but now they are not feeling stim on the left side at all. Ps explained the error message and toldpt a message would be sent to the rep to assist. Pt reported seeing message "system problem rm06 cannot continue" since about a week ago, also reported seeing message "battery low replace the battery soon" then a bright white screen will come up and then it is just frozen until they reset the controller. Pt reported seeing "no device found" message during recharge of the ins when the recharger (rtm) is right on top of the ins site. Pt reported that while they are recharging, they will see "terminated" on the controller. Pt stated this happens every other day for the past few months. Pt verified that they are not seeing any visible damage to the rtm cord. A replacement controller was requested. Additional information was received from the rep. They confirmed that the pt's weight is unknown and that they were notified of this issue on 2022-oct-31. Rep did not tell the pt anything about "nodes keep going out", however they did tell them that they had several impedances on both leads that are interrupting their therapy. The pt did tell them the same thing about nodes, its assumed that this came from another manufacturer representative who is no longer works for the manufacturer. The cause was determined, the ins was not working when the pt meet with them. It was initially resolved when the pt's system was reprogrammed (contacts were still good). However, after a few days the error was received again. The pt also informed the rep that they were scheduled for surgery to have the paddle lead placed. This occurred on (B)(6) 2022 (perc leadswere removed and a paddle lead was placed). Post op programming showed no impedances. The replacement controller did resolve all of the other error codes.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2022 explanted: (B)(6) 2022 product type lead product ID 977a260, serial# (B)(4) implanted: (B)(6) 2022, explanted: (B)(6) 2022 product type lead product ID 97745, serial# (B)(4) product type programmer, patient information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2026, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 12-jan-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.